Manufacturer narrative:
(B)(4).

Event description:
It was reported that the clinician reported that the asymptomatic patient presented in clinic for follow up, there were episodes of automatic mode switch, the right atrial lead exhibited intermittent sensing and noise. The lead remained implanted, no intervention at this time.